Event description:
Reported as delayed healing. The photo shows scabbing of the wound. There have been signs of improvement at times; however, the improvement has often been short-lived, and the infection has returned even after multiple rounds of antibiotics. Explanation completed. During the explantation, it did not appear that the actual implant was infected when taken out, and it was fully encapsulated. Date of explant on (B)(6) 2025.

Manufacturer narrative:
Medical investigation - wound incision shows scabbing with no purulent discharge. The photo of the wound shows a rectangular skin reaction compatible with the skin reaction to the wound dressing. We believe explantation decision made by the patient and hcp was after a long time of delayed wound healing and was legitimate, but possibly removing the bandage, which may have caused the wound healing issues. Discussion with prof. Dmochowski (cmo) - no evidence of infection - suspected allergic reaction to wound dressing.